Event description:
The patient reported that their program settings were too high so they turned it down and did not sleep with it. They woke up feeling dizzy and thought their blood pressure was high. The trial devices were pulled on (B)(6) 2024. The patient is feeling better and doing fine.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device on an off-label location has been ruled out as a potential cause. However, the doctor believes the dizziness was due to a previous spinal cord injury. Additionally, the patient has paraplegia. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the dizziness as the patient had a previous spinal cord injury (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.